Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a severe skin reaction at the dexcom g7 sensor insertion site, including redness, inflammation/swelling, severe pain, cellulitis, a firm lump, and drainage consistent with pus. Symptoms began the same day the sensor was inserted. The patient had prepared the insertion area with alcohol prior to sensor placement. On (B)(6) 2026, the patient inserted a new dexcom g7 sensor on his upper arm. Approximately five hours after insertion, he developed intense pain at the site. He observed significant redness and swelling involving the entire upper arm region, extending from below the elbow up to the shoulder. Due to the rapidly worsening symptoms, the patient removed the sensor and sought emergency medical care the same day. At the emergency room, clinical examination confirmed redness and inflammation of the affected arm. The patient was diagnosed with cellulitis. No wound culture was obtained. Treatment included an injectable antibiotic (rocephin/ceftriaxone), followed by prescriptions for two oral antibiotics: cephalexin 500 mg three times daily for 10 days, and clindamycin 300 mg every six hours for 10 days. The patient remained in the ER for approximately one to one and a half hours before being discharged. At discharge, he reported some improvement in redness, though a firm lump approximately the size of a quarter remained at the insertion site. He also noted drainage consistent with pus. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.